Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
The nurse reportedly contacted the baxter technical service representative (tsr) indicating the patient was hospitalized due to a hernia. The nurse requested assistance to adjust the settings. It is unknown what treatment or interventions were required for the hernia. It is unknown if the baxter device caused or contributed to the event of hernia. The patient's outcome is unknown.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
(B)(4). Sizing issue. Through follow-up with the health-care provider, a copy of the operative report and additional information regarding the reported event was received. It was learned that the device was explanted due to a sizing issue. The device is unavailable for evaluation.